Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the results of an onsite device evaluation, the legal manufacturer determined that there was no device problem.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the customer's site for an onsite evaluation of the suspect device. The fse was unable to duplicate the reported problem and no problems were noted. A cause for the reported problem was not identified.

Event description:
A user facility reported to olympus that the scope image was black on all monitors. There was no patient injury or harm, associated with the problem, reported to olympus.